Event description:
The device was inserted in a pt prior to a colonoscopy. Upon removal four hours later, the catheter was noted to be disconnected from the hub. X-ray showed that the catheter was in the antecubital vein. It was surgically removed. The rptr stated that the rn who inserted the catheter is very skilled; she inserts five to six catheters daily.